Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates epoxy residue on separated bond surface along with what appears to be a ripped hole in the outer polyurethane insulation approx. 11.5cm proximal of the fixation helix housing electrode tip immediately proximal of the proximal end of the j stiffener wire. Visual inspection under 30x magnification also indicates no j stiffener wire fractures.